Event description:
It was reported that during implant. Device interrogation revealed failure to capture, high capture thresholds and dislodgement confirmed via fluoroscopy on the right ventricular (rv) lead. The physician elected to replace the rv lead. The patient was in stable condition.